Event description:
Pt being prepared for bone marrow transplant. Prepped for placement of new central venous line. During process, noted the fracture of the port. Distal end in superior vena cava, proximal end in subclavian. Sent to cath lab for removal.